Event description:
Per the clinic, the patient reported intermittency when using the device. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).